Event description:
A caller reported a customer received a "scan again in 10 minutes" message on the 3rd day of wear with a adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced abdominal pain, vomiting and had third party intervention who provided customer to self-treat with a unspecified dose of insulin for hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (0m000gt8dxr) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A caller reported a customer received a "scan again in 10 minutes" message on the 3rd day of wear with a adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced abdominal pain, vomiting and had third party intervention who provided customer to self-treat with a unspecified dose of insulin for hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no.), section d4 (expiration date), and section h4 (device mfg date) were updated based on returned product investigation. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). A sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. This complaint is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer received a "scan again in 10 minutes" message on the 3rd day of wear with a adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced abdominal pain, vomiting and had third party intervention who provided customer to self-treat with a unspecified dose of insulin for hyperglycemia. There was no report of death or permanent impairment associated with this event.